Event description:
It was reported that the patient underwent a sling procedure in 2006. Approximately six weeks postoperatively, the patient presented with a 4cm midline vaginal extrusion that could be felt and seen. The patient is reported to have an atrophic, slightly friable vaginal mucosa, and the suburethral incision had been closed under tension. The patient is incontinent.

Manufacturer narrative:
H-6: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.